Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device display was not working. There was no patient involvement. The device was evaluated onsite. There were no issues with booting, charging and shocking. The lcd assembly was replaced, the issue persists. The keyscan and the mainboard were replaced. The device returned to full functionality. Fse confirmed the keyscan and the mainboard were faulty. Faulty components have been scrapped by the customer. All functional tests performed and passed. Device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was faulty keyscan and the mainboard. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.